Manufacturer narrative:
Hardware low level failures alarm during self test and confirmed in the pump history file due to broken trace on u1 keypad assembly. Pump received with cracked battery tube thread and cracked case battery tube noted.

Event description:
The customer reported via phone call that their insulin pump had an error in the hardware low level failures and cracked at the back side. The customer¿s blood glucose was 122 mg/dl at the time of incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will be returned for analysis.